Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultralink meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the issue with the meter started on ¿m(B)(6) 2015, at 11:00 am¿, when she obtained alleged inaccurately high blood glucose results with the subject meter compared to another, unspecified, meter, performed within 30 minutes of each other. The patient was unable to provide results for either meter. The patient manages her diabetes with insulin (no adjustments). She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate results. She reported that on an unknown date and time after the start of the alleged issue, she developed symptoms of ¿cold sweats¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. The patient¿s test strips were within date and had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained inaccurately high blood glucose readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.